Event description:
It was reported to covidien on 04/08/2009, that a customer had a problem with a defibrillation pad. The customer reports that the patient had redness on their back the size of the entire defibrillation electrode. The patient received flamazine as a treatment.

Manufacturer narrative:
(B) (4). An investigation is currently underway. Upon completion, the results will be forwarded.